Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted the bent male luer. The reported condition was verified. The assignable cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear-link access set had a bent manifold. According to the report, the reporter stated that a ¿3 port continuo-flo set had a bent manifold, which rendered the set not usable¿. The event occurred during set up of the device and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.